Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator. It was reported that the patient was just implanted on (B)(6)2017 and experienced an electric jolt like a lightning bolt. They called the manufacturer representative (rep) who told them to turn the device off. The device had been turned off but the patient still experienced the jolt. The consumer said that the rep thought it maybe hit a nerve. It was noted that the patient also had pain in her back. The consumer was redirected to the healthcare professional to have the patient discuss her symptoms and have the device checked as she was newly implanted. The patient/consumer were to follow-up with the hcp.